Event description:
Acute arthritis of right knee [arthritis]. Case description: spontaneous report was received on (B)(6) 2011 from the physician regarding a (B)(6) female pt with gonarthrosis. The pt's medical history is significant for previous treatment with altz (hyaluronate acid). On (B)(6) 2011, the pt initiated the first synvisc injection of 2 ml into the right knee. The synvisc lot number was not provided. On (B)(6) 2011, the pt visited the hospital for complaints of pyrexia, swelling, joint effusion and pain at the injected knee. The physician also reported that the symptoms listed above were for acute arthritis of right knee due to synvisc because sterile procedure was practiced at the time of injection administration and bacterial arthritis usually develops a few days after administration. The pt was not hospitalized for the event. The reporting physician assessed the case as serious. On (B)(6) 2011, synvisc was permanently discontinued. The pt did not receive the last two synvisc injections. The pt's outcome was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reported physician assessed the relationship between synvisc and the event of "acute arthritis of right knee" as definitely related.

Manufacturer narrative:
Additional info was received on 10/05/2011 in the form of a qa investigation summary. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.